Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited undersensing, high threshold measurements, pacing inhibition and low amplitude measurements one day post implant. The rv lead was observed to have dislodged. A revision procedure was performed. The lead was repositioned several times and was inserted and removed from the device header several times, however, inconsistent sensing and varied pacing impedance measurements from the 400 ohms range to greater than 2,000 ohms was observed. The lead was eventually successfully repositioned and appropriate measurements were obtained, however, the physician suspected a potential device header issue, so the pacemaker was explanted and replaced with a different model. One day post revision procedure, sensing and threshold measurements were again observed to have changed. This pacemaker has been received for analysis. This report will be updated upon completion of analysis. Available information indicates the rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited undersensing, high threshold measurements, pacing inhibition and low amplitude measurements one day post implant. The rv lead was observed to have dislodged. A revision procedure was performed. The lead was repositioned several times and was inserted and removed from the device header several times, however, inconsistent sensing and varied pacing impedance measurements from the 400 ohms range to greater than 2,000 ohms was observed. The lead was eventually successfully repositioned and appropriate measurements were obtained, however, the physician suspected a potential device header issue, so the pacemaker was explanted and replaced with a different model. One day post revision procedure, sensing and threshold measurements were again observed to have changed. This pacemaker has been received for analysis. This report will be updated upon completion of analysis. Available information indicates the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.